Event description:
It was reported that this patient's was received in the emergency room (ER) due to a tachy shock. Technical services (ts) reviewed the patient's data but this implantable cardioverter defibrillator (ICD) had no recorded episodes in configured collection period. Apparently, stored episodes older than configured collection period are not uploaded by consult, therefore not available for review. In addition, ts noted noise oversensing and high out-of-range pacing impedance on the right atrial channel. The impedance measurements showed an irregular behavior. The ER health care professional will review this with cardiology. Further information was received, no actions could be taken as the patient left the hospital against medical advice. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's was received in the emergency room (ER) due to a tachy shock. Technical services (ts) reviewed the patient's data but this implantable cardioverter defibrillator (ICD) had no recorded episodes in configured collection period. Apparently, stored episodes older than configured collection period are not uploaded by consult, therefore not available for review. In addition, ts noted noise oversensing and high out-of-range pacing impedance on the right atrial channel. The impedance measurements showed an irregular behavior. The ER health care professional will review this with cardiology. Further information was received, no actions could be taken as the patient left the hospital against medical advice. This device remains in service and no adverse patient effects were reported.